Event description:
It was reported by the facility on (B)(4), that a physician performed a novasure endometrial ablation on (B)(6) 2015. "The patient presented for diagnostic laparoscopy and uterine ablation. When the uterine ablation was completed, a laparoscopic view was taken which showed two (2) areas of dermal penetration into the cornua of the uterus with perforation at the cornua, these were hemostatic. However, there were two areas of thermal spread on the right spect of the rectum involving the peritoneum, approximately 2 cm in diameter. A sigmoidoscopy was performed by the general surgeon and both areas of the cautery injury were over-sewn "all areas of concern had been imbricated". Patient was transferred to the post-anesthesia care unit (pacu) and discharged home in stable condition on the same day".

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#(B)(4).